Event description:
There was a report of a cartridge change error with a pump. There was no adverse impact to the customer's blood glucose level. While receiving instructions, the customer successfully reloaded the cartridge and resumed insulin administration without needing further assistance. No additional action was necessary as the customer continued to work.